Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion and device data was submitted to technical services to verify the remaining longevity. Technical services review of the data confirmed the battery was depleting faster than expected and recommended device replacement for within 90 days. It was noted the device may reach elective replacement indicator (eri) during this time but therapy would remain available. If more time was needed for the replacement, new data could be sent at the end of the 90-day replacement window. No adverse patient effects were reported. The device remains implanted and in service, with a replacement procedure planned for (B)(6) 2023.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion and device data was submitted to technical services to verify the remaining longevity. Technical services review of the data confirmed the battery was depleting faster than expected and recommended device replacement for within 90 days. It was noted the device may reach elective replacement indicator (eri) during this time but therapy would remain available. If more time was needed for the replacement, new data could be sent at the end of the 90-day replacement window. No adverse patient effects were reported. The device remains implanted and in service, with a replacement procedure planned for (B)(6) 2023. Additional information was received. This s-ICD was explanted and replaced in early (B)(6). No additional adverse patient effects were reported outside of the surgery to replace the device. Unfortunately, the explanted device was discarded at the hospital and is not available to be returned for analysis.